Event description:
It was reported that during a procedure there was a satling sound from the fiber port, replaced blast shield, different fibers from different lot numbers and no energy coming out of fiber. The unit is down and there is no backup unit. The health care facility is cancelling cases as a result, in the middle of case. The patient was under general anesthesia and there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.